Event description:
It was reported that a user experienced a temporary loss of glucose readings on the ilet while wearing a dexcom g7, with continuous readings still present on the dexcom app, and the ilet display restored during the call. Symptoms included no reported adverse physiological effects and no change in blood glucose per user report. Outcomes included no injury, no medical intervention, and no impact to therapy delivery reported. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed a transient communication issue between the cgm data source and the ilet user interface that resolved without action. It was concluded that the device was functioning within specifications after recovery and that no further action was required.